Event description:
Boston scientific received information that the patient with this pacemaker was evaluated at the hospital for a syncopal episode and symptoms of dizziness and tiredness that had occurred two weeks prior. The device check showed that there were ventricular tachycardia episodes stored; however the physician thought they were supraventricular tachycardia (svt) and, also, the timing did not correlate to the reported episode. The pacemaker check was normal, however it was noted that the device was programmed at vvir 55 ppm. Evaluation of the atrial lead was done and it was fine, therefore, the physician ordered that programming be changed to vdir. The cause of the episode was not known. The system remains in service and there have been no further issues reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.